Event description:
It was reported by the sales rep that during a rotator cuff repair surgery on (B)(6) 2021, it was observed that the top jaw on the expressew iii w/hook device was bent. During in-house engineering evaluation it was determined that the upper jaw was bent, loose and therefore the jaws did not close normally. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the jaw of the expressew iii suture passer w/ hook won´t close, then the top jaw of a second expressew iii suture passer w/ hook bent. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received visual observations revealed that the device was slightly worn. Also, the upper jaw was bent and loose; therefore, it showed that the jaws did not close normally contributing to the holding issue. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection and the functional test result, this complaint can be confirmed. The possible root cause for the bent condition could be attributed to a drop of the unit or mishandling. For the hold issue can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per (B)(4), it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-soluble lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.